Event description:
The patient was enrolled in the dapt study with an unknown lesion and had a 2.75 x 13mm cypher stent implanted. Approximately five months post index procedure the patient experienced a myocardial infarction.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 as follows: the target lesion was a vein graft to the diagonal branch of the left anterior descending artery. The patient's medications at the time of the event included asa, nitro, lisinopril, tramadol, isosorbide, simvastatin, plavix and ranitidine. Additionally, the patient's gender, age, weight and medical history were provided. The complaint received states that approximately 5 months post index procedure this (B)(6) study patient suffered an mi. The patient was enrolled in (B)(6) study with an unknown lesion and had a 2.75 x 13mm cypher stent implanted. This is an (B)(6) male with medical history including increased troponin, coronary artery disease, CABG<, controlled hypertension, hyperlipidemia, carotid stenosis, renal artery stenosis and conduction system disease status post permanent pacemaker placement. The target lesion was a vein graft to the diagonal branch of the left anterior descending artery. The patient's medications at the time of the event included asa, nitro, lisinopril, tramadol, isosorbide, simvastatin, plavix and ranitidine. Approximately five months post index procedure, the patient experienced a myocardial infarction. It is unknown if the patient underwent angiography. It is unknown if there were ECG or cardiac enzymes changes. It is unknown if there was specific treatment given for the event. Multiple attempts to gather further information have been unsuccessful to date. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15242327. Cypher pre-sterile rx subassembly lot 15242342 was reviewed and 9 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for an exact assessment of potential contributing factors.